Manufacturer narrative:
The customer's complaint that a set leaked during patient use was confirmed. A picture was provided by the customer that shows blood leaking from the silicone pumping segment near the lower fitment. The root cause of this failure was not identified.

Event description:
A blood transfusion was started with tubing attached to the patient when the nurse noticed the leak at the lower blue fitment, the infusion was stopped and the tubing was changed. No harm to patient reported.